Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with infection and urinary retention. A catheter was placed to address the retention. It was unknown if the infection was related to the device. The device was later explanted to address the infection and the catheter was removed. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.